Event description:
The facility representative contacted baxter to report a colleague infusion pump that has the primary set at 200 mililiters and the piggy back set at 200 mililiters, when the piggy back was done, the primary jumped up to 999 mililiters on it's own. The event occurred during patient therapy. Therapy was interrupted. The event occurred obstetrics. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version (B)(4) categorized as unremediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been requested and received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device was not repaired for the reported condition.